Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. The field service engineer reseated the rowboard connector at controller and also at tray of auxiliary 2-2 row b to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer was not detected on bus. The customer reported that all the pockets in the b row were not detected. The drawer opens but won't close until the user hold it to close and also shows an error as it won't open. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.